Event description:
Additional review indicated that it was reported that the patient was not trained adequately on using the device, and was not educated on the patient programmer or recharger. It was later reported that the patient was very sedated following implantation and instructions were given to her and her spouse.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial# (B)(4), product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient experienced tingling in her feet immediately following surgery. The reporter stated that the tingling sensation was related to stimulation. The reporter stated that 'they' were not trained adequately on using the device. It was stated that 'they sat together for a few hours and she never got educated on the device.' It was noted that there was a follow up appointment scheduled in one week. It was further noted that after reviewing basic functionality the patient was able to adjust the stimulation from 6.3 volts to 6.0 volts. It was noted that after making this adjustment the patient no longer had tingling in her feet. It was further noted that the patient was now feeling stimulation as intended. Additional information reported that the following day the patient experienced a shocking or jolting sensation. It was noted that the shocking sensation occurred in her feet while she was laying down wrapping ice around her knee. It was noted that she was putting ice on her knee because during surgery the previous day her knee was bent in such a way that she could not stand on it. It was noted that the patient had the stimulation set to 5.4 volts. It was further noted that the 'zapping' in her feet went away after the device was turned off. Additional information reported that the implantation was difficult due to the anatomy of the patient and following surgery the patient was programmed with a basic program to cover her painful areas and instructions were given to her and her spouse. It was noted that the patient was in a confused state following anesthesia. It was noted that the patient was doing great with 'wonderful' coverage and was satisfied with her equipment and understanding. The reporter stated that the patient had a follow up appointment scheduled for next week.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).